Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported a consumer was experiencing occasional shocks near the implantable neurostimulator (ins) pocket site during the ¿date¿ and normal usage of the ins. An impedance check was done and values were normal. Follow-up was being conducted to determine steps taken to resolve the reported issue. Indication for use included spinal pain.